Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented to the operating room for a lead replacement procedure, lead dislodgment and no capture issue was observed. In the beginning of (B)(6) lead was dislodged into the right atrium. Patient was not feeling well as a result of not having low voltage pacing support. Lead was explanted and a new lead was implanted. Patient was stable throughout the procedure.